Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6), product type programmer, patient product ID m995402a001, serial# (B)(6), product type product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger product ID neu_unknown, product type unknown section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed scratch marks on rtm donut. Tear in cable by relay box. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt would have their handheld controller fully charged to 100% but unable to fully recharge their ins battery without recharging the controller (ptm). Pt described having to recharge the ins every day with the controller going down to 30% without charging the ins any more than 70% and taking 4-5 hours to recharge the ins. Pt did not detect any visible damage to external components. Pt said they were told they use a lot of energy throughout the day. Pt said they usually charge ins in the morning after they get up with the ins battery around 30% (ptm 100%) but the handheld will deplete down to 30% by time ins only reaches 50% without ptm charging anymore causing them to have to recharge multiple times during the day. The manufacturer's patient services specialist (pss) noted the ptm had been replaced. Pt said they had just finished speaking with their manufacturer's representative (rep) that had reprogrammed their device multiple times. Pt remarked they are beyond frustrated. Pt mentioned their daughter has a spinal cord stimulator (scs) ins and can recharge in 20 minutes which does not make any sense. Pt said they are tired from having to lay still for hours to get it to work. Pt stated they had been complaining to reps since issues began 3-4 months ago. Pt said they started working with their rep after knee surgery to address pain relief. Pt was only getting stimulation down the legs but none in their back which was incredibly painful/weak. Pt said they kept being told everybody is different. The issue was not resolved. A replacement battery pack was sent out. Additional information was received from the patient. Pt called back from number registered reporting they received the replacement battery pack (bp) and had already sent the old one back. Pt stated saturday they were going to check their battery percentages but the controller (ptm) would not turn on (blank/black screen). Pt explained their daughter has the same exact device so they used their ptm & recharging antenna (rtm) to charge their neurostimulator (ins) battery without issue (10x's better). Pt said they were able to charge from 30 to 90% in less than an hour. Pt mentioned they had been taking li battery pack (bp) out and back in over & over all weekend. Pss had pt make sure nothing was plugged into ptm, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt said they have to connect the recharger anytime they need to check the percentages. Pt provided current battery levels: ptm 50% ins 90%. Pt said to get this fixed or get it out of their body. Pt denied any damaged/bent battery compartment connector pins. Pss consulted with repair and was advised to replace the rtm. Pt stated they were told by rep they needed a whole new system: ptm, bp & rtm. Pt will test their ptm with daughters rtm if there are any issues after replacement rtm is received. Additional information was received, it was reported the pt said the replacement recharger antenna (rtm) was the only thing that helped a bit. Pt said their issues had continued. Pt took 6-8 hours per day to charge their implanted neurostimulator(ins) from 30-100%. Pt said they had to sit and charge several times per day and pt used their daughter's controller and the daughter's controller charged the ins from 30-100% in an hour. Pt said one of the battery prongs on their battery door had broken as well. An email was sent to the repair department to replace the controller. Additional information was received from the patient representative. Pt rep called in reporting that the controller replacement worked for a few charges but now they are having trouble with the equipment again; telemetry is not successful with the controller unless they connect the recharger and the implant charge sessions are taking 2-3 hours. Caller stated the pt will have to stop their charge session and charge the controller and then go back to trying to charge implant. Caller stated they have scs intellis device too and when pt borrows their controller (uses the own rtm) they have no issues. A replacement controller was sent to the patient. Caller also mentioned the battery cover door does not close flush over the battery compartment. Agent reviewed with caller that the replacement controller that is coming should have the larger door and fit over the bigger battery pack. Additional information was received from the pt. It was reported that they received the new controller but the battery door cover was not fitting right over the current li battery model m995402a. No symptoms were reported. A replacement battery door cover was sent out.